Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Visual examination showed that the shaft was torn apart. It was determined that excessive force was applied to the sample during use as the proximal shaft was torn. The fault found could not be attributed to a manufacturing defect. Review of the device history record and related documents did not show any related manufacturing issues. Inspection and testing indicated that the device met with requirements prior to release. The manufacturing facility determined that the device likely broke as a result of user handling.

Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement. It is alleged that at placement, the tracheostomy tube tore near the flange requiring replacement with a new device. No incident related medical sequela was reported.